Event description:
It was reported prior to use of bd vacutainer® sst¿, 1 tube had a cocked stopper. Collapsed tubes and tray pack residue was also reported. There was no health impact or consequences reported.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)#: k230855. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: bd received 2 photos for investigation. One photo shows multiple samples with tray pack residue, while the other photo displays several collapsed samples and one sample with a stopper installed sideways. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure modes: collapse, improper assembly and tray pack residue. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported prior to use of bd vacutainer® sst¿, 1 tube had a cocked stopper. Collapsed tubes and tray pack residue was also reported. There was no health impact or consequences reported.